Event description:
The initial reporter questioned results for 7 patient samples tested for creatinine on a cobas 6000 c (501) module. Of the data provided, the results for 4 patient samples were discrepant. Patient 1 initial result was 60 umol/l. The repeat result was 107 umol/l. Patient 2 initial result was 81 umol/l. The repeat result was 206 umol/l. Patient 3 initial result was 91 umol/l. The repeat result was 205 umol/l. Patient 4 initial result was < 15 umol/l. The repeat result was 81 umol/l. The initial results were reported outside of the laboratory and amended upon repeat testing. The creatinine reagent lot number and expiration date were not provided.

Manufacturer narrative:
It was noted that reaction cells were overflowing. The field service engineer (fse) replaced the vacuum pump. The customer had no further issues. The service actions resolved the issue.